Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, as observed in a rhythmiq event stored in device memory. X-ray imaging was obtained, and no significant differences or changes were seen when compared to implant images. As such, the physician elected to closely monitor the situation and keep in touch with the patient to possibly plan a review. No adverse patient effects were reported. This lead remains in service.